Event description:
The customer reported a camera alignment needed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and aligned the camera. Sys operates as intended. (B) (4).